Event description:
Pt admitted from outside hosp with ruptured aaa. Pt previously had endovascular repair of aaa with an aneurx bifurcated endograft in 2001. During follow-up subject developed type I and ii endoleak. Pt underwent coil embolization of the lumbar and distal endoleaks in 2002. In 2005 pt was taken to the or for endovascular repair of ruptured aaa using 3 excluder aortic extensions. Pt was transferred to the ICU. Subject was transferred to the surgical floor two days later. Pt was still hospitalized at the time of this report.